Event description:
Cma using a purple lancet during a well child check and when she went to uncap the lancet, the outside of the lancet cap came off. Leaving the middle part of the cap intact, not exposing the needle that was needed for point of care testing. Cma grabbed another lancet with the same lot number and expiration date and there were no issues.